Event description:
This medial device report is being submitted due to an additional similar issue that was reported in follow-up MDR reports for FDA # 9616389-2014-00029, 00031, 00032, 00033 and 9616389-2015-00002. This report is for a 6th event for the electrostatic discharge issue resulting in unintended movement when using a dx-d100 mobile unit. On (B)(6) 2015, a site technician was driving the dx-d100 unit into an elevator when the unit stopped. As the technician attempted to back out of the elevator, the unit started moving forward quickly and spinning right in a circular motion and ultimately crashing. The technician was able to use the emergency switch to stop the system. No one was harmed due to this event. The technician moved the dx-d100 unit back to the biomed department and tested the system movement. The bio-med department was unable to recreate the issue and the dx-d100 system worked fine. This is the only event of unintended movement the customer has experienced with this specific dx-d100 unit. Agfa service confirmed the dx-d100 unit had the rev h digital motion control board and the correct firmware installed. The voltages were at the correct specification at 2.5 vdc. There was no damage to any cables and the cable connections appeared to be placed correctly. The encoder motor had the connectors seated properly. Agfa service plans to replace the dmc board and the left and right gauges. The customer is willing to wait until the parts arrive before putting this dx-d100 unit back into service. The customer has two other dx-d100 systems to use while this unit is out of service. Sedecal, agfa's supplier, has confirmed electrostatic discharge may occur when driving over metal thresholds or while entering/leaving an elevator. Sedecal will be implementing a corrective action related to a new arrestor and will communicate the correction to agfa. Corrective actions for this issue will be documented via problem record, (B)(4).